Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012582068 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the array segment, the distal arm pebax tube was observed to be pinched. On the spiral array segment, inverted array was also observed. The pcba chip was reprogrammed for functional testing. Performance functional testing with the generator could not be performed due to the condition of the returned catheter. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity test did not reveal any anomalies. In conclusion, the reported inverted array was confirmed through analysis. The loop catheter failed the returned product inspection due to the inverted array and the pinched distal arm pebax tube of spiral array. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the array on the loop catheter flipped and became double-tangled. Attempts were made to release the array outside of the body, without resolution. The loop catheter was then replaced. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.